Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and it was determined that that there was a cut in the hose near muffler and upper area, the device was leaking oil from lip seal and there was oil in the swivel, and the set screw was loose. It was further determined that the device failed pretest for hose verification, loctite ¿ modified set screws, and oil leak. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported that during sterile processing it was observed that the hose of the motor device had a cut in the sleeve. During in-house engineering evaluation it was determined that the device was leaking oil from lip seal and there was oil in the swivel. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.